Manufacturer narrative:
Device eval by manufacturer: this 2.4 mm jetstream xc atherectomy catheter was received for analysis. Visual and microscopic inspection revealed that the tip with the blade was missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the blade not spinning since the blade is separated from the device and missing.

Event description:
Reportable upon analysis completed 21aug2024. It was reported that the jetstream catheter stopped rotating. A 2.4 mm jetstream xc atherectomy catheter was selected to remove calcium from the right superficial femoral artery. During the third passage of the procedure, the wings of the catheter would not open (rotate). The device was removed from the patient intact. The procedure was completed without sequelae. However, device analysis revealed that the tip with the blade was missing.